Event description:
The ge oec 2800 uroview fluoroscopy system displayed a communication failure error.

Manufacturer narrative:
A ge oec service representative was investigating the issue and replaced single board computer, replaced the emo switch and re-seated all other pcbs and flashed the nodes. The system was tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.